Manufacturer narrative:
(B)(4). Method: nineteen sealed mr290v vented autofeed humidification chambers were returned to fisher & paykel healthcare for evaluation. Five of the nineteen chambers were performance tested by connecting to a water bag. Results: upon connecting to a water bag, all five chambers filled with water. Three chambers reached a water level of 2 mm, one filled to 3mm and the other to 5 mm above the chamber base and were within specification. A lot check revealed no other complaints of this nature for lot 130712. Conclusion: no fault was found with the returned mr290v vented autofeed humidification chambers. Water was entering the chambers as expected. Following production, the float mechanism of every mr290 chamber is performance tested and those that fail are rejected. The user instructions that accompany the mr290 show the correct method for set up in pictorial form and also state: ensure there is a water supply connected to the chamber and that water is present within the chamber. Set appropriate ventilator alarms.

Event description:
A hospital in (B)(6) reported that some mr290v vented autofeed humidification chambers were not filling with water. No patient consequence was reported.

Event description:
A hospital in (B)(6), reported that some mr290v vented autofeed humidification chambers were not filling with water. No patient consequence was reported.

Manufacturer narrative:
(B)(4). We are in the process of obtaining the complaint devices for evaluation. We will provide a follow up report upon completion of our investigation.